Manufacturer narrative:
No device has been returned for evaluation at this time as the device remains in-situ, a lateral radiograph was provided confirming the migrated cages. It is unknown whether the patient experienced any falls or what their post op physical activity levels were. Due to the lack of information provided a root cause could not be determined but a review of the reported information and similar reported events suggests possible insufficient final torque applied, rod interference related to insufficient reducing/normalization, implant selection and placement and/or excessive post operative activity as cause or contributors to the event. No lot number could be provided so a review of the manufacturing history could not be performed. No additional investigation can be completed at this time, should more information be received a follow-up report will be completed. Label review ". Potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation. Warnings, cautions and precautions¿ correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques. No device returned remains in situ.

Event description:
On an unknown date in 2022 a patient underwent a transforaminal lumbar interbody fusion procedure from l4 to s1 utilizing posterior fixation. The surgery was completed without issue. On (B)(6) 2023 during a routine follow up it was discovered via radiograph that two lock screws backed (B)(4) out resulting in rod separation and both implanted cages migrated anteriorly (B)(4). There is no revision reported as of yet and the patient was not reported to have experienced any adverse consequences as a result of the migrations.